Event description:
It was reported that the customer's pump settings may have led to multiple readings of low blood glucose levels since late august, although specific event dates were not known. A specific blood glucose value was not reported; however, between reported readings and actions taken, there was no adverse impact requiring incapacitating intervention. The customer consumed carbohydrates and engaged in physical activity to address low levels, receiving normal assistance from a third party during one event. Technical support helped update the pump settings and advised the customer to consult their healthcare provider when changes are made.